Event description:
The manufacturer received information alleging that a trilogy evo device had a service required alarm. There was no harm or injury reported. The device was not in patient use. The device was returned to a service center for evaluation. The evaluation discovered a vent service required error code e059 (evt_battery_not_charging_fault) in the event log. The printed circuit assembly (pca) and detachable battery were replaced to address the issue. Additionally, muffler assembly and air inlet foam filter replacements were required and the internal/detachable battery needed an assessment. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of evt_battery_not_charging_fault is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6) did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.